Event description:
It was reported that during testing at the MFR, the device operated automatically without activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Replaced the trigger assembly and performed preventative maintenance on the device.